Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found. Issue identified: 120.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was only responsive after multiple presses. Subsequently, the wake button stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. The customer's blood glucose level was 177 mg/dl. Reportedly, the customer would use the current pump but also has a backup pump available.